Event description:
A ventilator was returned to a third-party service center for preventive maintenance. There was no harm or injury reported. During the evaluation a service required alarm condition indicating the device's air flow sensor failed was observed. The device's oxygen blending module was recalibrated to address the issue. The device was tested and passed all final testing.

Manufacturer narrative:
A follow up report is being sent to correct the original become aware date. Previously the date was reported as 04/23/2025. The correct become aware date is 04/28/2025.